Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the right ventricular (rv) lead became twisted and it was not possible to implant. A new rv lead was implanted. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. Visual inspection revealed the outer insulation twisted along the entire lead. X-ray examination of the lead revealed an over torque of the inner coil consistent with the procedural damage. The cause of the reported event of ¿the lead was twisting¿ was isolated to over torqued of the inner coil. Electrical testing did not reveal any indication of conductor fractures or internal shorts.